Event description:
Additional information received indicated the patient was discharged from the hospital without a diagnosis for the skin rash. According to the dermatologist, there is no relation between the patient's skin rash and abbott product.

Event description:
Related manufacturer report numbers: 2017865-2024-02022 and 2017865-2024-02023. The patient presented at the hospital eight days after implant with redness at the implantation site and redness over their body. No other symptoms were reported. The patient was hospitalized due to suspected allergic reaction. No additional intervention has been performed at this time. The patient was in stable condition. Additional information was requested but is not yet available.